Event description:
Account alleged siderail was broken.

Manufacturer narrative:
Tech found siderail not latching. A nut and bolt for the latch were missing. Tech replaced latch bolt and nut to resolve the issue. Bed was out of service. No injury reported.